Manufacturer narrative:
The results of the investigation are inconclusive since the devices was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicated that the extension could not be separated from the ipg because a contact on the distal end of the extension was bent from when the physician tightened a screw on it. Surgical intervention was undertaken wherein the extension was explanted and replaced. Therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. B3-date of event is estimated.

Event description:
During ipg replacement on (B)(6) 2023 the extension could not be disconnected from the ipg. As result, the ipg was not replaced.